Manufacturer narrative:
Litigation alleges patient suffers from pain, discomfort, instability, pseudotumor growth, synovial fluid collections, adverse local tissue reaction, soreness and elevated ion levels. It was noted that the elevated ions was an indication of fretting and corroding. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Pfs received. After review of the pfs for MDR reportability, alleges pain. Also indicated that revision surgery is not an option due to guillan-barre syndrome. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4). Corrected/added: dob, describe event or problem, other relevant history, brand name, common device name/device product code, catalog #/lot #, date received by mfg., the 510k, manufacture date, patient code/device code. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 01/23/17 ¿ medical records received. After review of the medical records for MDR reportability, review of MRI of lumbar spine (from (B)(6) 2013) "states disc pathology ...l4-5 and l5-s1...neural canal encroachment and flattening of the ventral descending nerve roots at l5-s1 with moderate endplate changes" and suggests it is the source of patient's hip pain. Evaluation of radiographs indicate "significant heterotropic ossification about the right hip". Emg study ((B)(6) 2014) of right hip indicated that hip pain was not caused by nerve impingement or intrinsic nerve injury within the hip. A followup note ((B)(6) 2014) stated emg indicated no impingement of sciatic nerve from heterotopic ossification. Progress note ((B)(6) 2015) indicates patient is remains symptomatic (since (B)(6) 2014) for guillan barre syndrome, and is functionally "almost quadriplegic", and wheelchair dependent, with some proximal use of arms and legs. Though lacking significant major and minor motor function, he continues to have low back pain and right hip pain. No revision of right hip yet available. Currently no evidence within medical records supports alleged instability, pseudotumor or synovial fluid collection, adverse tissue reaction, or elevated ion levels. Likewise, no evidence for implant corrosion or fretting identified. Heterotopic ossification added to complaint (poor joint mechanics:other). Date of birth corrected. Prod/lot updated.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (2/14/2017) - pfs and medical records received. After review of the pfs and medical records for MDR reportability, alleges that chronic pain limited use of right leg and hip, crushed disc in back, loss of strength, and knee tear in left knee. Also states pain in knees and back related to hip problems. Metal ion lab values are now available and are both < 7.0 ppb which does not suggest metal ion toxicity. Abnormal metal ions harm removed from complaint. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain, discomfort, instability, pseudotumor growth, synovial fluid collections, adverser local tissue reaction, soreness and elevated ion levels. It was noted that the elevated ions was an indication of fretting.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.